Event description:
It was reported the device was explanted due to "mechanical failure." It was stated the implantable neurostimulator "stopped charging." Hospitalization was reported. The patient outcome was reported as no injury. No further information was reported.

Manufacturer narrative:
(B)(4).

Event description:
Follow up information received specified that the ¿mechanical failure¿ that was reported was that the implantable neurostimulator (ins) did not hold a charge for more than a few days (cause of the issue was unknown). Impedance testing by the manufacturer¿s representative was done prior to the surgery but the results were not provided. It was reported that there were no patient symptoms associated with the event. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012. Product type: lead: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 37752, serial# (B)(4). Product type: recharger: product ID neu_unknown_ext, explanted: (B)(6) 2012. Product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Further follow up information obtained confirmed that the patient did have a revision of the device system in (B)(6) 2012 to see if that would help the recharging issues (previously noted as ¿mechanical failure¿) but that no systems components were replaced at that time. It was noted that the revision surgery did not resolve the recharging issues. The patient was seen on (B)(6) 2013 at which time no device systems issues were observed. Coupling between the recharger unit and the ins was able to be achieved at the office visit. The patient also inquired about device models that were non-rechargeable. There were no current plans to explant the device.